Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/1.0/081 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Pt info: unk. (B)(4).